Event description:
It was reported that the patient had their superion indirect decompression (ID) spacer removed for an unknown reason. Additional information has not been provided despite good faith efforts.